Manufacturer narrative:
The handpiece was returned and the MFR could not duplicate the complaint. The asic motor control wiring appeared to have been tampered by a 3rd party. The device was repaired and returned to the customer.

Event description:
It was reported that during testing for a procedure the handpiece began ot heat up, followed by a smell of burned wires and then smoke appeared. There was no pt involvement or adverse consequences. Another device was used to complete the procedure.